Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. No further information was obtained as customer declined troubleshooting with tandem technical support for this issue. Customer's blood glucose level was 54 mg/dl.